Event description:
It was reported that revision surgery was performed on a right hip in (B)(6) 2010 due to a soft-tissue reaction. Around (B)(6) 2008. The patient was originally implanted in (B)(6) 2002.